Event description:
During a cryoablation procedure, the arctic front catheter was inserted into the flexcath steerable sheath. During aspiration, air was present in the flexcath steerable sheath. No adverse event occurred.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues and the reported air ingress during aspiration could not be reproduced. Many aspiration / injections were performed without having air bubbles or leaking through the hemostatic valve of the flexcath steerable sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.